Event description:
It was reported the customer experienced a low blood glucose (bg) and seizure. A specific bg value was not provided. Cause was unknown. Reportedly, the customer required assistance from paramedics to treat bg level. The customer declined troubleshooting with tandem technical support, or to provide additional details regarding the reported issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.